Event description:
It was reported that one of the patient¿s leads was misplaced during implant. The healthcare professional (hcp) indicated that one of the leads was implanted medial to the original plan. The hcp was concerned that the lead may have deviated as it exited the insertion cannula. The patient was receiving effective therapy and the manufacturing representative was unaware of any side effects. The hcp later reported the patient was now experiencing stimulation induced gait freezing.

Manufacturer narrative:
Concomitant: product ID 3387-40, lot# 0209374999, product type lead. (B)(4).

Event description:
Additional information reported that a healthcare professional (hcp) involved with the event &#50440;ought that the (lead) deviation might have been caused by a bent stylet tip.&#54090;

Manufacturer narrative:
Concomitant medical products: product ID: 3387-40, lot# 0209385125, implanted: (B)(6) 2015, product type: lead. (B)(4).